Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while inserting a retrieval bag, the seal was damaged. The internal blue seal fell into the patient cavity. The seal was located with an endoscope and pulled out using a grasper and the trocar was replaced. There was no patient injury.